Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of prosthesis wear and osteolysis. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and osteolysis could not be determined as the device was not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief. On or about (B)(6) 2015, patient underwent right knee replacement and was implanted with an exactech optetrak logic comprehensive total knee replacement. On or about (B)(6) 2022, patient underwent a revision surgery on her right knee for issues including but not limited to polyethylene wear, bone loss, osteolysis, instability, and/or component loosening. The revision operative report for this surgery noted ¿a significant degree of reactive synovitis and metal staining of the synovium consistent with polyethylene wear and osteolysis,¿ among other issues.